Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown and product type: software. Product ID: tm90t0, serial# unknown and product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820 and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for spinal pain. The patient mentioned their first refill since pump replacement was going to be sometime in the next 15 days before their health care provider (hcp) goes on vacation and they were awaiting to hear their appointment time. Then patient stated the first 90% to connect was fast and the last 10% took 5 times as long as the first 90%. The patient stated it didn't matter if they let the handset screen go to sleep or manually power off the handset, they still had to connect twice in order to bolus or to see how much time was left on their lockout. The patient mentioned if the handset was at 40% when they were done with a bolus, if they left it on, the handset would not have enough battery in 4 hours to request a bolus, so they either turned off the handset or charged it. The patient stated the communicator had a very long battery life in comparison to the handset. The patient stated a manufacturer representative (rep) told them to power off the handset in between uses to help conserve the battery. The patient did not manually close apps in between uses and stated that almost every time, then stated about 4 times per day, they were taking 4 boluses per day - lockout at 4hrs but sometimes it might be 5-7 hrs between boluses but almost every time, they were having to restart the app due to seeing service code 156 and stated they also see service code 353 when they pressed the back arrow to back out of the app to try to clear the 156 message. The patient stated that the rep knew about these issues, but never heard back about what was going on or what the fix was. The agent assisted the patient in connecting to the pump twice and there was a slight delay at 90% both times, but the patient was able to connect well the first time and read an expected 28 minute lockout with 1 bolus left today. During the second connection, the patient mentioned seeing 'no device found' once but was able to connect through without issue. The patient mentioned they got that (no device found) all the time, and it seemed like the communicator was in the same spot but they had to hit retry. The patient then mentioned they wanted a 'short cut' to see what their lockout time was instead of having to connect all over again. The patient mentioned they put a timer on their personal phone and the handset and sometimes it alarmed and sometimes it didn't. The patient stated they talked to the rep about these issues and stated he was the one that they called a whole lot. Then the patient stated a different rep was not who was there every time, but who was at their pump replacement surgery. The patient confirmed these were the two reps they'd worked with regarding these issues since replacement 2-3 months ago. The agent reviewed device general use considerations, reviewed how to close app, and reviewed there was not a 'short cut' to see their lockout time faster. Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that they never had read patient's pump. They were notified of event on monday. Diagnostics/troubleshooting performed including that the company r epresentative (rep) got a copy of his last print out to see how bolus were programmed 1/24 or 1/dri. The cause of the connection issues/code 156 and 353/needing to connect twice to bolus was not determined. The issue had not yet resolved. Also they would be at the patient's upcoming refill to pull logs from the tablet and at that time. The company rep stated, 'it could be the physicians tablet was not set on the same time zone, but when they asked the patient about the time on his [personal therapy manager] ptm it matched.